Event description:
Information was received that during testing of smiths medical cadd legacy pump, the pump exhibited lec 1660 and shorting pin inoperable. No patient involvement was reported.

Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. During the evaluation of the device, the pump alarmed ec1660 immediately on power up. The circuit board was found to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.